Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "occlusions". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the drain bag ifus are found to be adequate based on past reviews. The device was not returned

Event description:
It was reported that the urine was not drained past the anti-reflux chamber into the drainage bag. Mir responded that the bag had vapor lock and happens when air pockets are formed without a chance to escape and essentially locks urine in place. When drainage bag sides are stuck together, it causes less space for fluid and air or gas exchange. Once the sides of the bag are separated, it allows necessary exchange of air or fluid and bag functions as intended. The nurses place the bags on patient while transporting, which allows urine to saturate the vent area and again, no air or gas can pass through the vent, so they had vapor lock. Per follow-up call on 18jun2021, it was reported that the urine was not flowing through the reflux-valve, therefore it was not leaving the catheter and not going into the bag. The urine instead was backing up into the patient kidneys. The doctor confirmed the bag valve was clogged up. Customer had to change to a new bag and also reported that they had a history of sepsis.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the urine was not drained past the anti-reflux chamber into the drainage bag. Mir responded that the bag had vapor lock and happens when air pockets are formed without a chance to escape and essentially locks urine in place. When drainage bag sides are stuck together, it causes less space for fluid and air or gas exchange. Once the sides of the bag are separated, it allows necessary exchange of air or fluid and bag functions as intended. The nurses place the bags on patient while transporting, which allows urine to saturate the vent area and again, no air or gas can pass through the vent, so they had vapor lock. Per follow-up call on 18jun2021, it was reported that the urine was not flowing through the reflux-valve, therefore it was not leaving the catheter and not going into the bag. The urine instead was backing up into the patient kidneys. The doctor confirmed the bag valve was clogged up. Customer had to change to a new bag and also reported that they had a history of sepsis.